Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the surgeon was unable to pass registration. Using touch n go registration which continued collecting points and did not provide an error metric. Surgeon then used fiducials for a point merge registration but was unable to pass pointmerge registration. It was stated that surgeon was using computed tomography (CT) for registration exam. Surgeon then attempted tracer registration and was unable to pass tracer registration. Surgeon did not want to reboot the system and opted to abort the use of navigation. There was a delay of less than 10 minutes. No known impact on patient outcome.